Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The pump involved in the reported incident was not returned to the MFR for eval. The facility has indicated that this has been sent to a 3rd party for testing. A download of the pump's operation log was received from the facility. It was confirmed that the software version on this pump is g03. A review of the operation log indicated that the infusions referred to in the event description began on (B)(6) 2011 at 18:14:30 at an infusion rate of 2.29 ml/hr and a volume to be infused (vtbi) of 30ml. During the time period identified in the report, there were several infusions at rates ranging from 1.14 ml/hr to 2.29ml per hour. The volumes infused were 11.51ml (100.0% of expected volume); 3.41 ml (100.0% of expected volume); 11.78ml (100.0% of expected volume); 16.93ml (100.0% of expected volume); 0.49ml (76.6% of expected volume); 0.54ml (100.0% of expected volume); 2.57ml (100.0% of expected volume); 5.23ml (100.0% of expected volume); 0.77ml (100.0% of expected volume); and 0.46ml (100.0% of expected volume). All the volumes infused were within the spec of 100+/-5% except one infusion where 76.6% of the volume was infused. During this infusion, there was a low pressure alarm given by the pump, which resulted in the lower volume infused. In addition, a lower infusion volume does not coincide with the reported event of a pump overinfusion. Based on the log, the pump performance does not indicate an overinfusion had occurred. While b. Braun recognizes that the biomed department reported that they were able to replicate the described event, without the returned pump, b. Braun is unable to identify the cause. Based on the results of this investigation, no conclusion can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available through further investigation, the 3rd party conducting testing on the user facility's behalf, or from the MFR, a f/u report will be filed.

Event description:
Two separate medwatch reports were received from the user facility for the same infusomat space pump (s/n (B)(4)). One medwatch report described the event with a pt, and the second detailed the biomed department's testing of the suspect pump. The info provided from both these medwatch reports have been combined. Reported per medwatch (B)(4) (hospital report): bedside rn reported angiomax drip hanging on the pt and drip being titrated according to pttr appropriately. However, the rn noticed that the IV bags had been changed out more often that drip rate would require over the infusion period. Average drip rate 1.15 with highest rate of 2.29 yet the bags has been changed 6 times over a two day period. The bags had over infused between 8 and 18 hours instead of 24. When the rn performing end of shift input and output calculations, she noticed that the bag hung at 1330 was 2/3 gone and immediately notified her supervisor. Angiomax bags issued from pharmacy confirmed and bag changes account for in (B)(4). Pump, tubing and bag sequestered and sent to biomed. The rn also noted that the pt's pttr was rising. No harm to the pt. Per add'l info received from facility: report of an over infusion of several bags on the same pt, that should have infused over a 24 hour period, but instead infused over 12.8, 10, 18 and 8 hours from the csicu. The malfunction was not identified until the same had the pt two days in a row. The pump, tubing and bag are in biomed. Summary of event: bivalrudin infusion (B)(6) 2011. Bbraun pump: (B)(4) pump set for infusion (50 ml) approx. 17ml to prime tubing. Initial setting 2.29ml/hr bag #1 hung; approx. 1100 pttr=2.4 (target 1.5-2.5) no change to rate; 1810 bag #2 hung (approx 12 hrs at set rate of 2.29 ml/hr); 2100 pttr=2.7 infusion; 2300 rate decreased 1.15 ml/h; (B)(6) 0000 pttr=2.2; 0217 bag #3 hung (8 hrs to infuse at rate of 1.15 ml/hr); 0230 pttr=2.4; 0400 pttr=2.5; (B)(6) 1231 bag #4 hung (10 hrs to infuse at rate 1.15 ml/hr); (B)(6) 0626 bag #5 hung (18 hrs to infuse at rate 1.15 ml/hr); (B)(6) 1427 bag #6 hung and (8 hrs to infuse at rate 1.15 ml/hr) rate decreased to 0.57 ml/hr (pttr 2.6); (B)(6) 1735 rate decreased to 0.28 ml/hr (pttr 2.9); 1736 rn notified clinical coord and pump removed from pt (pump and tubing saved). Reported per medwatch (B)(4) (biomed report): our facility reported to (B)(4) an overinfusion on angiomax. Biomed was able to replicate the overinfusion described in that event utilizing the same bag, tubing and pump as well as a new bag and tubing with the same pump multiple times. Received call from intensive are unit reporting that pump was over infusing. Obtained pump from intensive care unit and downloaded history. Pump was tested with following procedure. Test 1: pump was tested using same bag and IV set sequestered from floor. Pump was programmed to the following settings. Vtbi = 50 ml; rate = 2.29 ml per hour; results: at one hour mark pump delivered 3.1 ml into graduated cylinder. Test #2: pump was programmed with following settings. Vtbi = 50 ml; rate = 2.29 ml per hour; results: started pump at 4 minutes and 10 second mark pump began over infusing into graduated cylinder. Test #3: pump was tested using original bag and IV set sequestered from floor. Pump was programmed with the following settings. Vtbi = 50 ml; rate = 2.29 ml per hour. Results: started pump at around 3 minutes, pump began to over infuse into graduated cylinder. Estimated volume delivered was 5.5 ml. Test #4: obtained new IV set and 50 ml bag of sodium chloride. Pump was programmed with the following settings. Vtbi = 50 ml; rate = 2.29 ml per hour. Results: started pump and stop watch simultaneously at 25 second mark pump was stopped. Pump delivered 14 ml into graduated cylinder.